Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported "constant downstream occlusion" which was clarified as does not auto-restart after downstream occlusion. The symptom was reproduced and confirmed. During the evaluation, the downstream sensor was failing. The downstream sensor was replaced.

Event description:
During baxter's evaluation of a spectrum pump, the device constantly displayed the downstream occlusion message. There was no patient involvement.

Manufacturer narrative:
(B)(4). The date of event on the initial manufacturer report was incorrect and has been updated.